Event description:
The patient reported a circular, red rash under the hydrocolloid tape collar within 1 hour of application. She stated the itching was localized to the area under the tape collar region of the skin. The patient then removed the product and noticed a red rash had developed. Due to the rash and redness, the patient removed the product shortly after. It was noted after the removal of the hydrocolloid tape the redness and itching ceased. She has since discontinued use of this product.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.